Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 8.0 x 20, 135cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres for 30 seconds. However, during second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.